Manufacturer narrative:
A system log review could not be performed as the article did not provide any specific information regarding the procedure date or da vinci system or instrument identifiers. There was no report of, or indication of, any da vinci product issues. Citation: aoki, t., et al. (2026). Usefulness of artificial intelligence for surgical support in robot-assisted distal pancreatectomy: a preliminary case report. Anticancer research, 46(4), 2291¿2296. Https://doi.org/10.21873/anticanres.18117

Event description:
A review of a clinical literature article titled "usefulness of artificial intelligence for surgical support in robot-assisted distal pancreatectomy: a preliminary case report" was conducted. The article reported an event involving a da vinci-assisted distal pancreatectomy where the dissection line on the lower margin of the pancreas was falsely recognized and pancreatic tissue was damaged. The estimated blood loss was 5 ml. A pancreatic fistula was detected after surgery and it was resolved with drainage. The patient was subsequently discharged home 25 days from the procedure. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.